Event description:
The customer observed < linearity results for alinity thyroid stimulating hormone (tsh) for multiple patients. The results were not reported out. The customer repeated the patients with normal results with a new reagent pack same lot. The following data provided: 175 results < 0.0083 repeated with new reagent all results were in the normal range. Normal range 0.460 - 4.460 miu/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lots indicates that the reagent lots performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 54655ud00 did not identify any non-conformances or deviations. Labeling was reviewed and provides instructions and troubleshooting information for the customer when they obtain erratic results. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data. Review shows that the median patient results for lot 54655ud00 is within established baselines and comparable with other lots in the field confirming no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the alinity I tsh assay for lot 54655ud00 was identified.

Manufacturer narrative:
Section b5 was updated with additional data provided 26feb2024 customer states that they did report out the initial < results. No impact to patient management was reported.additional data provided 26feb2024 customer states that they did report out the initial < results. No impact to patient management was reported.

Event description:
The customer observed < linearity results for alinity thyroid stimulating hormone (tsh) for multiple patients. The customer repeated the patients with normal results with a new reagent pack same lot. The following data provided: 175 results < 0.0083 repeated with new reagent all results were in the normal range. Normal range 0.460 - 4.460 miu/l additional data provided 26feb2024 customer states that they did report out the initial < results. No impact to patient management was reported.

Event description:
The customer observed falsely depressed results for alinity thyroid stimulating hormone (tsh) for multiple patients. The customer repeated the patients with higher results with a new reagent pack same lot. The following data provided: 161 results sids ranging from (B)(6) initial result = < 0.0083 repeated with new reagent all results were higher ranging from 0.111-4.276. Sid (B)(6) initial result = 0.017 repeat result = 7.081. Sid (B)(6) initial result = 0.028 repeat result = 11.655. Sid (B)(6) initial result = 0.023 repeat result = 28.956. Sid (B)(6) initial result = 0.011 repeat result = 4.828. Sid (B)(6) initial result = 0.019 repeat result = 7.371. Sid (B)(6) initial result = 0.012 repeat result = 4.928. Sid (B)(6) initial result = 0.011 repeat result = 4.879. Sid (B)(6) initial result = 0.019 repeat result = 7.982. Sid (B)(6) initial result = 0.009 repeat result = 3.952 sid (B)(6) initial result = 0.016 repeat result = 6.237. Sid (B)(6) initial result = 0.064 repeat result = 26.476. Sid (B)(6) initial result = 0.008 repeat result = 3.273. Normal range 0.460 - 4.460 miu/l. Additional data provided (B)(6) 2024 customer states that they did report out the initial < results. Additional data provided (B)(6) 2024: attachment was provided with initial and repeat results. The attachment was reviewed, results are above. No impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event of problem was updated due to additional data provided (B)(6) 2024: attachment was provided with initial and repeat results. The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lots indicates that the reagent lots performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 54655ud00 did not identify any non-conformances or deviations. Labeling was reviewed and provides instructions and troubleshooting information for the customer when they obtain erratic results. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data. Review shows that the median patient results for lot 54655ud00 is within established baselines and comparable with other lots in the field confirming no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the alinity I tsh assay for lot 54655ud00 was identified. H3 other text : section b5 describe event of problem was updated due to additional data provided (B)(6) 2024: attachment was provided with initial and repeat results.